Manufacturer narrative:
Evaluation- very limited information and no images was provided. Therefore, it is impossible to comment on the tulip filter, which allegedly "was tilted and all struts perforated vena caval wall, embedding in pancreas and aorta. Possible explanation for chronic, severe abdominal pain from 2006 - 2014." Also, it is impossible to comment on "plaintiff claims strut perforated pancreas and caused immediate symptoms of pancreatitis, severe pain, nausea that didn't abate for weeks. Fact sheet indicates "pain disappeared following filter retrieval". Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Lot# and rpn are unknown, but tulip filter manufactured/inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The appropriate personnel have been notified. We will continue to monitor for similar complaints.

Event description:
It is alleged that "a cook gunther tulip filter was implanted on (B)(6) 2006 at (B)(6)". The patient alleges they were injured. Hospital and medical records have been requested but not yet received. Additional information received on 11 march 2016: per limited information provided, symptoms began in (B)(6) 2006, "constant abdominal pain". The plaintiff fact sheet indicates patient was "informed that filter was tilted and all struts perforated vena caval wall, embedding in pancreas and aorta. Possible explanation for chronic, severe abdominal pain from 2006 - 2014." Per fact sheet, on (B)(6) 2014, the filter was removed with, transjugular, endobronchial forceps. Tilt, vena cava perforation, organ perforation. Plaintiff claims strut perforated pancreas and caused immediate symptoms of pancreatitis, severe pain, nausea that didn't abate for weeks. Fact sheet indicates "pain disappeared following filter retrieval". No additional information was provided.

Event description:
It is alleged that "a cook gunther tulip filter was implanted on (B)(6) 2006 at (B)(6) medical center in (B)(6)". The patient alleges they were injured. Hospital and medical records have been requested but not yet received.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Additional information received 2/13/17. Patient alleges that an ivc filter was implanted (B)(6) 2006 to prevent pe after a gastric bypass procedure. Filter was removed on (B)(6) 2014 in a complex ivc filter removal procedure (although surgical intervention was not required). Scans showed that filter was completely removed. Patient alleges filter tilt, vena cava perforation and organ perforation

Manufacturer narrative:
It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.